Event description:
It was reported that the procedure was cancelled. Vascular access was obtained via the radial artery. A 1.50mm rotapro and a rotapro console were selected for use. During the test period outside the patient, the rotapro advancer was connected to the rotapro console, but the advancer button failed to activate and start the rotation. The rotapro was stuck because of the burr. Consequently, a stall message was displayed on the rotapro console. A new 1.50mm rotapro advancer was then used, but the same issue was encountered. The procedure was not completed and was continued a day later with the same console with no issue. There were no patient complications.